Event description:
It was reported that when mounting the catheter, the connection cone detached. No harm to patient was reported. Complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.